Event description:
On (B)(6) 2025, the user¿s healthcare provider reported that on (B)(6) 2025 the user experienced prolonged elevated blood glucose (bg) readings after their continuous glucose monitoring (cgm) sensor became dislodged. When the bg first began rising, the ilet had been dropped, resulting in damage to the luer connector. The connector was replaced approximately one hour later, at which time the bg was already elevated. The user was hospitalized and diagnosed with diabetic ketoacidosis (dka). They were treated with intravenous insulin and fluids and discharged on (B)(6) 2025. The user resumed use of the ilet following discharge.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.